Manufacturer narrative:
Devices have yet to be returned.

Event description:
It was reported that one of the patients magec rods appeared to not be functioning, and an internal component might be damaged. The physician will remove the rods on (B)(6) 2017.